Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two turbid posterior paks were visually inspected and no obvious defects were found. All tubing was inserted properly in the cassette housings. The product was tested using the console with the current software. The products could prime successfully. No message code appeared on the screen. The irrigation, aspiration and redundant pressure sensors displayed the correct accuracy readings when evaluated. The maximum vacuum test successfully achieved the target vacuum pressure. The product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified; all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an error code was displayed, and the vacuum could not rise, although it was released, and the foot switch could not go up and infusion did not go up from off to on during vitrectomy surgery. The surgery was completed on the same day, but it was unknown how the surgery was completed. There was no information about patient impact.